Event description:
Customer reported receiving an error 2 message on their freestyle blood glucose monitor. They then began to feel symptoms of low blood glucose. An ambulance was called, and the customer was diagnosed with hypoglycemia. Orange juice was administered to the customer in order stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.